Manufacturer narrative:
Mentor had received photographs of the patient's explanted device. On 12/12/2019, a product investigation was completed based off the photos. Upon visual inspection of the picture, the device was observed with no apparent damage. The implant was also observed to be covered with a tissue. The photos do not provide enough evidence to determine any visible failure. Hands-on analysis should provide the evidence necessary to confirm any failure. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with 300cc mentor memorygel breast implants and experienced postoperative left-sided rupture. The patient reported that the rupture was confirmed via MRI. Additionally, the patient reported that she experienced the following symptoms: an enlarged left breast, sharp shooting pain, hashimoto's, and anxiety. As a result, the patient underwent bilateral explantation (B)(6) 2019.